Event description:
It was reported the pt experienced pain at the ipg site. Subsequently, the pt underwent a surgical intervention and the ipg pocket was revised which resolved the issue. The pt reported receiving effective therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.